Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19541345, UDI#: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19541345, UDI#: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was not functioning as intended. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.